Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue are inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools and no crimp cross-sections provided. As the complaint was addressed by CAPA, device history record review and labeling review was not performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that during evaluation of arctic sun device, a test mixing pump was installed in decompression for the unit to cool. The cca ca card showed signs of electrical stress on the wiring terminal. The tank rubber tubing showed signs of thermal expansion. And the tank rubber gasket was worn and torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
Per evaluation, it was reported that in the arctic sun device, a test mixing pump was installed in decompression for the unit to cool. The cca ca card showed signs of electrical stress on the wiring terminal. The tank rubber tubing showed signs of thermal expansion. And the tank rubber gasket was worn and torn.